Event description:
A report received from the user facility stated that a 7.5mm tracheal tube kinked during surgery. The patient was reported to be in the beach chair position, during a shoulder procedure, when the anesthesiologist noticed the patient's carbon dioxide (co2) rising; immediately following induction. The endotracheal tube (ett) was removed. Upon inspection, the ett was found to be "super soft and kinked in the middle." The ett was replaced with a similar device and the procedure proceeded without incident. The device was reported to be discarded. No device anomalies were found during pre-use testing. There was no pre-heating of the ett prior to use.

Manufacturer narrative:
The device was discarded by the user facility. There was no additional information available at time of report. (B)(4).